Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was evaluated where the reportable malfunction could not be reproduced. However, checking of the error log confirmed the reported issue occured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. In general, customers are required to check the function of all devices used prior to a procedure. In addition, according to the IFU (instructions for use), a suitable replacement device must be provided during a procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, an e433 error code occurred on the olympus electrosurgical generator esg-400. The issue was found during preparation for use for an unknown procedure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.